Event description:
It was reported that the bed has phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed has phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the issue could not be duplicated. And there was no malfunction with the bed.